Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case and one bail cover were also found to be broken, the keyboard scratched, and one bail and ring bent.

Event description:
It was reported that when attempting to power on the device, it lights up, minus the arterial led. The green does not light up, the device powers on, and then immediately powers off. It won't turn on and may have been submerged or dropped. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.